Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight but were unsuccessful. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was unable to set the system to MRI mode. Diagnostics confirmed there were impedances on the system. As a result, surgical intervention was undertaken, date unknown, where the system was removed to address the issue.